Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73f1900570 was manufactured on 06/19/2019 a total of (B)(4). Lot was released on 06/27/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a double feed as a clip was partially loaded incorrectly and the next clip was pushing up against the first clip. The following clip was out of position in the channel. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed. It was observed that one of the channel tabs was bent and was protruding from the outer tube. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. A double feed occurred as the next clip was unable to load and the following clip was pushing up against it. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 7 clips remaining including the partially loaded clips indicating that 8 clips were fired by the end user. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. CAPA has been previously opened to further investigate loading a and feeding issues. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that the clip was found closed when coming out from the applier used by the doctor. Serial 2 clips were fired closed. Then the doctor changed a new one to complete the treatment. No harm to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found closed when coming out from the applier used by the doctor. Serial 2 clips were fired closed. Then the doctor changed a new one to complete the treatment. No harm to the patient.